Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement resulting in loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This lead passed all electrical and mechanical testing. The lead was found to have met specification.

Event description:
.